Manufacturer narrative:
The conclusions are as follows: the final investigation concludes that minute ventilation (mv) signal oversensing (8 hz ventricular noise signals) was observed on the atrial channel in atrial burst and fallback mode switch episodes recorded in the device memory. This issue is triggered by the detection of the 8 hz minute ventilation sensor current pulses. This form of noise / oversensing is likely attributed to an atrial lead issue manifesting itself in the form of 1. A high impedance (atrial lead integrity issue or atrial lead connection issue) and/or 2. A high polarization at the tip of the atrial lead. The recommendation of reprogramming is the following: to prevent the mv oversensing in atrial channel the atrial sensitivity value could be reprogrammed. In this case, the sensor has been set at g only which solved the issue. Reprogramming remains physician¿s responsibility. An improvement is currently ongoing (not yet implemented) to be more robust again the mv sensor in case of high polarization leads. Based on available information, no anomaly is suspected with the pacemaker.

Event description:
Reportedly, mv oversensing was observed with the corresponding alert. The mv (minute ventilation) sensor has been deactivated.